Manufacturer narrative:
The insulin pump had a constant motion sensor test failure alarm noted during rewind due to out of phase motor encoder signal. Analysis was unable to confirm motor error alarms and perform displacement test due to motion sensor test failure alarms. The pump had a broken reservoir tube lip and cracked battery tube threads noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 14 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.